Event description:
Info received on 2/20/97 indicates a revision surgery was performed on 2/13/97. No components were removed or replaced.

Manufacturer narrative:
No components were removed or replaced.